Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl. Customer indicated that 5 reservoirs and different needles were used which may have led to the high blood glucose. Customer also indicated that there have been bent cannulas in the past. Customer declined high blood glucose troubleshooting and was advised that replacement reservoirs would be sent.